Event description:
The customer reported that the 9900 system locked up with a low milliamps error. Also there was poor image quality with blurry images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.